Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. During the procedure, the sling was introduced into the patient. The tip of the needle of the sling bent and broke but was still attached to the device. It was no longer possible to pass the device.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted. See also medwatch 2210968-2012-02167. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The tip of the needle was bent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.